Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye, which was removed and exchanged in the same procedure due to a "scratch" a surgical technician made prior to insertion. It was stated that the "scratch" was noticed by the surgeon after the lens was implanted. There was an incision enlargement made during removal and exchanging of the lens. It was reported that the patient is doing well. No complications. No additional information provided.

Manufacturer narrative:
(B)(4). Visual investigation of the returned product revealed a scratched intraocular lens (iol) that was received torn. The iol appeared to have evidence of hairs and ophthalmic viscosurgical device (ovd). All pertinent information available to abbott medical optics has been submitted.